Manufacturer narrative:
This report is for one unknown vectra plate. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. Unknown date in april 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a vectra plate and four (4) screws in (B)(6) 2015. Images taken immediately after implant, as well as images taken in (B)(6) 2015 showed no issues. The patient presented on (B)(6) 2016 with a large retroesophageal abscess. Images taken at that time revealed two foreign bodies moving toward the vertebral body. The patient underwent revision surgery on (B)(6) 2016 and the plate and all four (4) screws were removed. The surgeon was also able to locate and remove the larger of the two foreign bodies which measured 4mm. The object appeared to be from the plate and is believed to be part of the clip from the vectra plate. The smaller object could not be located. The post-operative images did not show any foreign objects in the patient. The surgeon believes the smaller object was removed through suction. Additional hardware was not implanted. This report is for one unknown vectra plate. This report is 1 of 2 for (B)(4).